Event description:
It was reported that the patient's device was displaying the sensor error message. It was noted that the patient was in the intensive care unit due to shortness of breath and not receiving oxygen. No further information is available. The inogen team attempted to contact the patient for further information three times with no response.

Manufacturer narrative:
B3: date of event is estimated. The unit came in for the return reason for service needed is confirmed since zeolite is found contaminated, which is possibly caused when it absorbs the moisture.